Manufacturer narrative:
510(k): k192697. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report as it was described. A visual examination confirmed the clip housing has separated from the coil catheter but remains attached to the hook end of the drive wire, in a closed position. A visual examination of the drive wire, catheter attachment, clip and coil catheter (distal end device components) showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use states: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Precaution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Prior to an endoscopic clipping procedure, the physician chose a cook instinct plus endoscopic clipping device. The clip detached when the package was opened. Another clip was used to complete the procedure. The device was returned with the clip housing separated from the coil catheter but remains attached to the hook end of the drive wire, in a tromboning fashion. This occurred prior to use; there was no impact to the patient.